Event description:
I ordered a quantitative test from quest diagnostics, after doing a home test finger prick blood test for to see if I had epstein-barr virus still and the fingerprint test came back positive but when I ordered a qualitative test to measure how many copies per milliliter of the virus I had in my blood they simply came back with one day later saying that it was negative and there was no copies per milliliter even reported. I paid out of pocket $200, and they didn't even run the test. Why are consumers not allowed to do their own diagnostics if the labs that we are required to use aren't trustworthy?